Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. A definitive cause for the unspecified device issue could not be determined. Based on the case information, a conclusive cause for the reported patient effects of vascular tissue injury, occlusion, fistula, hematoma, thrombosis, pseudoaneurysm, embolism, and the relationship to the product, if any, cannot be determined. The patient effects of vascular tissue injury, occlusion, fistula, hematoma, thrombosis, pseudoaneurysm, embolism are listed in the proglide instructions for use as potential adverse events associated with the use of the device. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostar devices referenced in b5 is filed under a separate medwatch report number. Attachment: article titled, "tavi performance at a single center over several years: procedural and clinical outcomes"

Event description:
This study compared the results of multiple transcatheter aortic valve implantation (tavi) procedures using proglide and prostar devices. The intention of this study was to determine the clinical outcomes of tavi procedures using various heart valves. The rate of vascular complications were low; however for proglide and prostar, included the following: pseudoaneurysm, occlusion, unspecified vessel damage, fistula, hematoma, thrombosis, emboli, and unspecified device failure requiring the use of surgery, balloons, covered stents, graft stents, and medication. 15 deaths occurred; however, none were related to the use of proglide or prostar devices. The article concluded that a high level of collaboration between experienced operators and device innovations can achieve high procedural success and low vascular complication rates. Specific patient information is documented as unknown. Details are listed in the attached article, "tavi performance at a single center over several years: procedural and clinical outcomes." No additional information was provided.